Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her usual blood glucose range. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times a day (before each meal and at bedtime). The patient's usual blood glucose range is between "4-5mmol/l." The patient manages her diabetes with insulin; specifying she administers rapid acting insulin based on her blood glucose reading before meals and also takes a set dose of long lasting insulin in the evening. The patient alleged that the issue began three months prior to contacting lfs. At unspecified dates/times, the patient reportedly obtained blood glucose readings of "7.8 and 8.3mg/dl" however, it is not clear what action the patient took in response to the reported readings. Sometime in (B)(6) 2012, the patient reportedly experienced symptoms of feeling faint, agitated, and sweating. The patient does not recall her previous blood glucose reading (with the subject meter) prior to the onset of her reported symptoms; however, the patient claimed she did not make any changes to her diabetes management after obtaining the reading with the meter, specifying she took the same amount of rapid acting and long acting insulin (dosage not specified). The patient does not recall (how soon after obtaining the reading) when her symptoms began, she does not recall her blood glucose reading at the start of and/or during her symptoms, and she does not recall what treatment she received after her symptoms began, nor does she recall when her symptoms improved. The patient claimed that on (B)(6) 2012 (sometime between 11-11:30am) she was unconscious, the emergency medical services (ems) was contacted, and the patient was then transported to the hospital by ems. The patient does not recall who contacted ems, she does not remember what her blood glucose readings were (with the subject meter) earlier that day (on (B)(6) 2012), and she also does not recollect if she had made any changes to her diabetes management or activity level prior to allegedly becoming unconscious. The patient reportedly was told (at an unknown time later) she suffered a "diabetic coma"; however, the patient's blood glucose reading with the ems's meter and/or hospital's meter are not known. The patient claimed when she regained consciousness she was "hooked up to the IV" so the patient believes she was given "glucose" for a low. The patient confirmed she was hospitalized from (B)(6) 2012. While the patient was in the care of the hospital, she does not recall her blood glucose readings with the hospital's meter and/or laboratory device, she does remember testing her blood glucose with the subject meter, she does not recall what other treatment she received nor does she recall what she was being treated for, and she refused to specify the reason for her hospitalization. Prior to discharge on (B)(6) 2012, the patient claimed her doctor provided her with another device (type unknown) to use on loan, two days later, the patient was told by the physician that the subject meter was "not reading right", the physician discarded the subject meter and advised the patient to contact lifescan for a replacement. The patient refused to provided her physician's reasoning behind the allegation that the subject meter was "not reading right", it is not known if the physician had compared the subject meter against a laboratory and/or hospital device, and the patient's blood glucose readings with the subject meter (prior to the physician disposing it) are not specified.

Manufacturer narrative:
At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mmol/l). The csr noted that the patient did not have the test strips available and the patient was not aware if the test strips she was using at the time of the alleged issue were expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claims she obtained an inaccurate high reading on the subject meter, she allegedly continued with her usual diabetes regimen based on the reported issue, the patient was reportedly later treated by an hcp for severe hypoglycemia, and was allegedly hospitalized after the alleged issue began.